Event description:
The customer reported that the pt was awakened by his companion 2 driver making a "grinding" noise. The pt was switched to a backup driver without adverse impact. The companion 2 driver was returned to syncardia for eval. A visual inspection of the interior components revealed that the scroll of the primary compressor was rubbing against the from plate of the compressor. Additional inspection revealed a groove and meta shavings in the end cap of the drive motor. This was caused by the counterweight of the drive motor making contact with the end cap. Although the grinding noise was not duplicated in the lab at syncardia, this likely cause the grinding noise reported by the customer. The primary compressor was replaced and the companion 2 driver passed all final performance testing.

Manufacturer narrative:
This failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.